Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation to confirm the customer's complaint. Even though the complaint couldn't be confirmed, the observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that during a procedure, the needle got stuck in the sheath and did not deploy. The intended procedure was completed with another needle. There was no patient injury or adverse event reported to olympus.